Event description:
Patient wants to report of a device malfunction. Patient has asthma/mild lung disease and has used an inhaler for over three years. The ventolin hfa inhaler is the latest inhaler the patient purchased. The mist/spray of the inhaler is not emitting any puffs, when the patient pressed down on the mechanism nothing came out. There should be 76 sprays left. Patient had no adverse reaction from the incident.